Event description:
The patient's husband stated that his wife was in the ICU and that there were questions about her pump. The patient remained admitted to the hospital at the time of this report. The medication being delivered via the device system at the time of the event was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).